Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The alleged gel leak is unable to be confirmed at this time.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by gel leaking from the left therapy electrode pad. The patient consulted her physician who prescribed a cream. Follow-up indicated that the irritation was improving wwiht use of the cream.